Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after lesion was confirmed with intravascular ultrasound (ivus), a diamondback coronary orbital atherectomy device (oad) was used in atherectomy procedure to treat heavily calcified and heavily tortuous left circumflex artery. During procedure, oad crown separation was noted. The crown fracture occurred due to contact with patient anatomy and heavy calcification. The fractured portion of the crown was approximately half the size of the crown. The fragment was attached to the viperwire guidewire, so the fragment was pulled into a guide catheter and retrieved. There were no issues with the case, and the separation was attributed to torque limits due to severe calcification. Plain old balloon angioplasty (poba) was performed followed by stent implantation to complete the procedure. There were no adverse patient effects and delay in the procedure.